Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-03072. It was reported the patient experienced inadequate therapy due to lead dislodgment. This was confirmed by x-ray. Subsequently, a lead revision took place on (B)(6) 2019 and the lead was reconnected. No products were explanted and an extension was added during the procedure. Post-operatively, effective therapy was established.